Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer declined to troubleshoot the issue with tandem technical support, customer reverted to an alternate method of insulin delivery. There was no adverse impact to the customer's blood glucose level.